Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the electrodes on the mapping catheter "did not look right" on flouro and may have been hanging from the catheter. Electrode one, two and three were observed to have broken off completely upon deflation of the balloon catheter. It was noted that the electrodes floated out of the left atrium and into the patient's abdomen. The physician was able to use a snare through a competitor sheath to retrieve the distal tip of the mapping catheter from the abdomen. When the mapping catheter was removed, the catheter was frayed into three threads. The procedure was completed with radiofrequency (rf) ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and mapping catheter, with lot number 213928019, were returned and analyzed. The data files showed that multiple applications were performed with a balloon catheter on the date of the event. Flow and temperature did not reach desired value in several applications. Visual inspection of the mapping catheter showed the distal part of the loop was absent including some electrodes. The pebax covering in the array section appeared twisted and ribbed. A performance test could not be conducted as the mapping catheter was damaged. In conclusion, the mapping catheter failed the visual inspection due to a damaged tip/ loop section. If information is provided in the future, a supplemental report will be issued.